Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('female pelvic inflammatory disease'), salpingitis ('inflammation of tubes'), uterine perforation ('perforation of the essure device'), tubal rupture ('fallopian tube rupture'), device breakage ('device breakage'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy') in a 24-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, bipolar I disorder, post-traumatic stress disorder, sexually transmitted disease, tonsillectomy, lower abdominal pain, lumbar sprain, neck strain, shoulder sprain and dysuria. Concurrent conditions included body mass index normal, depression, painful urination and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), urinary tract infection ("multiple urinary tract infections"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubal rupture (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and or hypersensitivity reactions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and underwent surgical removal of device and underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, salpingitis, uterine perforation, tubal rupture, device breakage, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, vaginal infection, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, urinary tract infection, nausea, allergy to metals, fatigue, alopecia and weight decreased outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic inflammatory disease, pregnancy with contraceptive device, salpingitis, tubal rupture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: small complex cysts in both ovaries. Normal uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: mr received : lot number added, aka name added, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("female pelvic inflammatory disease"), salpingitis ("inflammation of tubes"), uterine perforation ("perforation of the essure device"), tubal rupture ("fallopian tube rupture"), device breakage ("device breakage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pelvic pain, bipolar I disorder, post-traumatic stress disorder, sexually transmitted disease and tonsillectomy. Concurrent conditions included body mass index normal, depression, painful urination and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), urinary tract infection ("multiple urinary tract infections"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On an unknown date, 1 year 4 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubal rupture (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and or hypersensitivity reactions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, salpingitis, uterine perforation, tubal rupture, device breakage, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, vaginal infection, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, urinary tract infection, nausea, allergy to metals, fatigue, alopecia and weight decreased outcome was unknown and the abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic inflammatory disease, pregnancy with contraceptive device, salpingitis, tubal rupture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bladder problems, urinary problems or changes, migraines, headaches, multiple urinary tract infections, inflammation of tubes, nausea, nickel allergy, fatigue, hair loss, weight loss, abdominal pain", reporter added from pfs. Event "female pelvic inflammatory disease ", historical and concomittant condition added from medical record. On 3-may-2018: correction following company internal quality review, listedness for event tubal rupture was amended. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who underwent surgical removal of the device approximately one year after essure (fallopian tube occlusion insert) insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('female pelvic inflammatory disease'), salpingitis ('inflammation of tubes'), uterine perforation ('perforation of the essure device'), tubal rupture ('fallopian tube rupture'), device breakage ('device breakage'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy') in a 24-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, bipolar I disorder, post-traumatic stress disorder, sexually transmitted disease, tonsillectomy, lower abdominal pain, lumbar sprain, neck strain, shoulder sprain and dysuria. Concurrent conditions included body mass index normal, depression, painful urination and ovarian cyst. On 1(B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), urinary tract infection ("multiple urinary tract infections"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubal rupture (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and or hypersensitivity reactions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and pelvic adhesions ("pelvic adhesion") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (lysis of pelvis adhesions, total hysterectomy (uterus and cervix removed) bilateral salpingectomy and underwent surgical removal of device and underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, salpingitis, uterine perforation, tubal rupture, device breakage, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, vaginal infection, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, urinary tract infection, nausea, allergy to metals, fatigue, alopecia and weight decreased outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic adhesions, pelvic inflammatory disease, pregnancy with contraceptive device, salpingitis, tubal rupture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Current weight 135 lbs. Discrepancy noted: she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: small complex cysts in both ovaries. Normal uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('female pelvic inflammatory disease'), salpingitis ('inflammation of tubes'), uterine perforation ('perforation of the essure device'), tubal rupture ('fallopian tube rupture'), device breakage ('device breakage'), abortion spontaneous ('miscarriage'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy') in a 24-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, bipolar I disorder, post-traumatic stress disorder, sexually transmitted disease, tonsillectomy, lower abdominal pain, lumbar sprain, neck strain, shoulder sprain and dysuria. Concurrent conditions included body mass index normal, depression, painful urination and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In april 2015, the patient experienced migraine ("migraines"), headache ("headaches"), urinary tract infection ("multiple urinary tract infections"), nausea ("nausea") and fatigue ("fatigue"). In august 2015, the patient experienced alopecia ("hair loss"). In june 2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubal rupture (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic and or hypersensitivity reactions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and pelvic adhesions ("pelvic adhesion") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (lysis of pelvis adhesions, total hysterectomy (uterus and cervix removed) bilateral salpingectomy and underwent surgical removal of device and underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, salpingitis, uterine perforation, tubal rupture, device breakage, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, vaginal infection, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, urinary tract infection, nausea, allergy to metals, fatigue, alopecia and weight decreased outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic adhesions, pelvic inflammatory disease, pregnancy with contraceptive device, salpingitis, tubal rupture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Current weight 135 lbs. Discrepancy noted: she did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: small complex cysts in both ovaries. Normal uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: pelvic adhesion were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), tubal rupture ("fallopian tube rupture"), device breakage ("device breakage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubal rupture (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge and hypersensitivity ("allergic and or hypersensitivity reactions"). On an unknown date, 1 year 4 months after insertion and 1 day after removal of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubal rupture (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection") with vaginal discharge and hypersensitivity ("allergic and or hypersensitivity reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent surgical removal of device and underwent a pelvic surgery) and surgery (underwent surgical removal of device and underwent a pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, tubal rupture, device breakage, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, vaginal infection and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, dyspareunia, genital haemorrhage, hypersensitivity, pregnancy with contraceptive device, tubal rupture, uterine perforation and vaginal infection to be related to essure. The reporter commented: on or about june 30, 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter added, event surgical removal of the device is replace with perforation of essure device, events migration of essure device, severe pelvic pain, severe cramping, abnormal bleeding, dyspareunia, vaginal discharge,vaginal infection, device breakage, fallopian tube rupture, pregnancy and subsequent miscarriage, allergic and/or hypersensitivity reactions and device ineffective were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who received essure. On (B)(6) 2015, the patient started essure. On (B)(6) 2016, 487 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who underwent surgical removal of the device approximately one year after essure (fallopian tube occlusion insert) insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis is expected. Further information will be obtained through the litigation process.